Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
It was reported that the external and backup batteries failed during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator. The service technician advised the customer that parts are no longer manufactured for this device since it is at its end of life. No service was rendered.